Event description:
The reporter states that the customer obtained a 94mg/dl and 269mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states that the customer also obtained an additional comparison with blood glucose results 86 mg/dl and 269mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.